Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast surgery with unspecified gel mentor breast implants and experienced unilateral rupture on an unspecified side postoperatively. As a result, the patient underwent device removal and replacement with mentor memorygel breast implants, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2006.

Manufacturer narrative:
Additional information: on (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware that the returned device was not the impacted product. Since the impacted device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on july 21, 2020, mentor became aware of the impacted device's catalog number, lot number and date of event. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).